Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 5 failed to open. A field service engineer arrived onsite and determined the drawer was a legacy unit requiring replacement. Diagnostics revealed multiple issues, and parts were unavailable. The device was shut down to replace the drawer, then rebooted and configured successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 cubie pocket b5 intermittently failed to release hydromorphone 1 mg/1 ml (1 ml) injection. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.